Event description:
It was reported that the insertable cardiac monitor (icm) exhibited inappropriate rhythm as atrial fibrillation (af), which was sinus arrhythmia causing unstable r-r intervals. The patient reported experiencing intermittent dizziness. Some oversensing of p-waves were also observed. Programming changes were discussed but not made at this time. The patient is fine and will be monitored.